Event description:
A customer contacted baxter's technical service center regarding an alarm during fill 1 of 4 on the home choice (hc). The nurse stated that there was a lot of air in the patient line. The technical services representative (tsr) walked the nurse through ending therapy procedure and the nurse will start over with new supplies. (B)(4) contacted the nurse but was unable to obtain any further information about this reported event. The cause of the air was unable to be determined. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a check your position alarm where air was noted in the patient was not confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. A batch review will not be conducted. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.